Event description:
As reported: it was reported that "was not possible introducing manta device through haemostatic valve." Attempts were made to obtain additional information for implanted or explanted, closure complication and medical/interventional/surgical intervention. However, no response has been reported as of june 28, 2022.

Manufacturer narrative:
A review of device history records will be conducted. A follow-up report will be issued after the investigation is complete.

Manufacturer narrative:
Multiple units were returned together from associated mdrs in two bags. Blood particulates were noted on all units. The units were decontaminated and inspected. Bag 1: units for lot mn2101413: one sheath, one manta device, one dilator and one puncture locator were returned. The valve of the sheath was observed to be torn. No issues noted when manta was functionally tested for advancement. Units for lot mn2101427: one manta device and one sheath were returned. The manta device was locked into the sheath. Lever was engaged/pulled. The components (collagen, lock and anchor) were observed to be pushed out. Bag 2: units for lot mn2101430: two units were returned unit 1: manta device and sheath were returned. Manta device was locked into the sheath. The lever was engaged. Components were not returned/noted. Unit 2: manta device and sheath were returned. Manta device was not locked into the sheath. Valve was torn. No issues noted when manta was functionally tested for advancement. Units for lot mn2201445: one manta device was returned. Lever was not pulled. No sheath returned. The device lot history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an evar procedure, a 14f ce manta was planned for closure in the left common femoral artery. A medial positioned access was obtained and the arteriotomy measured depth was 6cm, no calcification or tortuosity present. No complications were experienced completing the depth measurement procedure and inserting the manta sheath. During deployment, while inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered complications while attempting to advance the bypass tube into the sheath hub. The physician stopped advancing the bypass tube and determined it was not possible to insert the manta 14f ce device through the hemostatic valve within the manta sheath hub. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. Associated to: MDR fu-3010252479-2022-00281 manta; MDR fu-3010252479-2022-00282 manta; MDR fu-3010252479-2022-00283 manta.